Manufacturer narrative:
The catheter was separated near the skive opening and the microcable was frayed. The skive area was cut open as if the guide wire and the catheter were pulled against each other such that the catheter "zippered" open. It was determined that the force required to separate the catheter in this manner would have been significant. No defect of the catheter itself was seen. The use of the catheter was inconsistent with the IFU. The IFU states, "do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt carefully remove both the wire and the catheter and discard." However, it was noted in the complaint that no significant resistance was felt.

Event description:
Catheter was sheared/stressed while attempting to remove it out of the pt. Tip of approximately 20 cm was left in the pt's body. Surgical removal was required. Vessel used was sfa (superior femoral artery). Diagnostic procedure.